Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) upgrade procedure from an implantable pulse ge nerator (ipg), the existing right atrial (ra) lead was connected to the new crt-d and multiple tests showed a low atrial impedance measurement of 0 ohms. It was noted that the ra lead impedance was within normal range when tested through the old ipg and the analyzer several times. A connector port problem/lead connection issue was suspected. An additional impedance test was conducted with the crt-d without the ra lead attached which appropriately yielded a high/undefined impedance measurement and demonstrated that the crt-d ra port could report an impedance measurement other than 0 ohms. Since the ra lead sensing and thresholds were stable with the crt-d and the patient did not require atrial pacing due to their history of atrial fibrillation (af), the crt-d was implanted, and the ra lead remained in use. A week later the patient came in for an incision check and review of device data showed consecutive ra lead impedance measurements of 0 ohms. Due to the age of the ra lead, it was suspected that the inner insulation of the lead had degraded, and the true impedance is slightly lower and falls below the crt-d impedance measurement threshold where it gets reported by the crt-d as 0 ohms. In addition, flexing of the ra lead during the procedure possibly worsened the impedance so that the measurement is lower than what was shown on the old ipg and analyzer. The crt-d and ra lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that device was reprogrammed to single chamber fixed rate and the atrial sensing was turned off.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.